Manufacturer narrative:
Result: defective head right and foot left load cells; dip switches set incorrectly.

Event description:
It was reported by service report that bed exit and scale were not functional. It is unk if there was pt involvement or if there are adverse consequences to report.